Event description:
It has been reported to us that the amount of a haemorrhage which the outpatient had increased after the product was applied. After the doctor found a haemorrhage, the use of the product was discontinued. Then, having tried to stop the bleeding, the doctor confirmed it next day. After that, the treatment with the product was started again. The doctor said this event was probably related to the product because the amount of haemorrhage increased by negative pressure. The patient was discharged on (B)(6).